Manufacturer narrative:
We have now concluded the investigation for this complaint. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, false alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has not been returned for evaluation. Due to this a visual and functional evaluation could not be performed, and we are unable to confirm a relationship between the complaint reported and the device. We have been unable to determine a root cause on this occasion. False alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device presented an alarm for "full canister" when the canister was empty. The event happened during treatment and there was no backup available. No patient harm was reported.